Event description:
The customer reported the driveshaft of the autopulse platform (sn (B)(4) will not rotate to the home position. The issue occurred when the nurse unilaterally pulled on the lifeband. Also, the unit was dropped by the ER staff and there is a crack in the top cover. No patient involvement.

Manufacturer narrative:
The reported complaint of "the driveshaft of the autopulse platform (sn (B)(4) will not rotate to the home position" was confirmed during visual inspection. The encoder driveshaft did not rotate smoothly and exhibited binding and resistance. The root cause was the sticky driveshaft clutch area, which was caused by burrs in the hex cut out and on the surface of the clutch rotor, likely attributed to normal wear and tear. The clutch plate was deburred to remedy the issue. The reported complaint of a cracked top cover also confirmed during visual inspection. The observed physical damage was due to user mishandling. As reported by the customer, the platform was dropped by the ER staff. The top cover was replaced to address the damage. Upon review of the archive data, no significant discrepancies were found. The autopulse platform passed the initial functional testing without any fault or error. After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse platform with sn (B)(4).